Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in excellent condition. Event history log (ehl) showed: occlusion check infusion line. Occlusion test and force sensor reading were performed. The reported problem was duplicated; premature occlusion was found during occlusion test and force sensor reading was out of specifications. The force sensor was out of calibration which was causing the premature occlusion on device. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): performed force sensor calibration and all functional tests passed.

Event description:
It was reported that the pump showed a barrel occlusion error. No patient injury was reported.